Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose of 43 mg/dl. Customer inquire if insulin pump alerts when blood glucose was low. Customer received assistance with the audio options. Insulin pump is not expected to return for failure analysis.